Event description:
The user facility reported that the involved 6 french angio-seal device was used without difficulty to close the patient's right groin during a left heart catheterization with intervention. After a few days at home, the patient started to have numbness in the right leg. The doctor ordered an ultrasound which showed a decreased flow in the common femoral artery. The doctor sent the patient to an outlying hospital for further tests. There, the radiologist read the study as being a dissection flap in the cfa. The patient was in stable condition. The procedure was completed with satisfaction. The event occurred post-treatment. At this point it was unknown if the patient would require medical or surgical intervention. The patient was scheduled for a follow appointment with a surgeon at the hospital. Additional information was received on 30 aug 2022: the surgeon reported that there was a posterior dissection for a short segment possibly caused by stick or the wire upon access and when the angio-seal was deployed. The footplate caught on the layer of the vessel (the intima layer of the dissection) and was pulled to the anterior wall obstructing the flow of blood. The patient was doing well and has regained normal flow down the leg.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code and lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the alleged failure. The exact root cause cannot be determined. The likely cause could be related to improper closure technique contributing to the reported adverse event. Additionally, there was no direct allegation from the user that the angioseal contributed to the alleged issue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).